Manufacturer narrative:
Device had cracked case battery side. Device passed displacement test, sleep current measurement test, active current measurement test and self test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had blank display as well as battery failed alarm. Customer¿s blood glucose was unknown. Customer stated that contacts are not missing, damaged, or corroded. Customer was unable to check since battery failed was not able to be cleared. Customer stated that did not receive a battery failed alarm and insulin pump did not turn on. Customer troubleshoot was performed. Customer advised "to" the insulin pump will need to be replaced and to discontinue use and revert to back up plan and to place insulin pump in storage mode by removing battery, pressing and holding the back button until the screen turns off. Insulin pump will be returned for analysis.